Manufacturer narrative:
(B)(4). D10: 163638 28mm cocr mod hd +6mm no skirt (B)(6). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, the patient was revised due to the lima shell being loose, with dislocation of head from tmars cemented constrained liner. Head and liner explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported shell and liner were reviewed for compatibility and it was determined that the following implants are not compatible: competitor lima shell and tmars constrained liner. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. However, the use of a competitor lima shell is considered off label use and it is unknown if this caused or contributed to the event. As per IFU 87-6203-760-99 it states, 'do not use the trabecular metal acetabular revision system (tmars) cemented constrained liner with components of any other system or manufacturer, unless authorized by zimmer biomet.' If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.